Manufacturer narrative:
Reference MFR report # 2916596-2017-00567 for the patient's pump exchange due to elevated lactate dehydrogenase. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 7 months. During the evaluation of the percutaneous lead (drivline), the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. Examination of the percutaneous lead found breakdown to the braided shield approximately 24" from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires showed a breach to the insulation of the red wire approximately 11" from the pump housing. The damage appeared to be internal. A breach to the brown wire adjacent to the metal connector was also noted. The observed wire damages appeared to be the result of repetitive flexing. Significant abrasions to the insulation of the brown, red, and yellow wires were also noted approximately 10.5" from the pump housing. However, the remainder of the percutaneous lead was submerged in a saline solution for hi-pot testing to verify the integrity of each wire''s insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the red and brown wire made contact with the braided shield, the resulting electrical short would have resulted in the speed drops as observed in the submitted log file. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad)on (B)(6) 2012. On (B)(6) 2017, the patient underwent a pump exchange for an elevated lactate dehydrogenase (ldh). However, the investigation of the related lvad ((B)(4)) identified internal and external damage to the driveline wires.